Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet¿s wake screen button was unresponsive despite attempts to troubleshoot by charging the device and holding the wake button. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included replacement of the device with a backup unit and return of the original device. Investigation included customer troubleshooting over the phone. Investigation of this device revealed a device malfunction consistent with a hardware user interface or screen wake-button failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the wake interface.